Manufacturer narrative:
(B)(4). Medical devices: 912030, jgrknt single 1.4mm 1 #1 mb, p04389, 912030, jgrknt single 1.4mm 1 #1 mb, 200570, 912030, jgrknt single 1.4mm 1 #1 mb, p06314, 912140c, jgrknt 1.4mm crvd kit w slv, 028790. Report source, foreign - the event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01690, 0001825034 - 2018 - 01689, 0001825034 - 2018 - 01692.

Event description:
It was reported that during a shoulder rotator cuff repair the anchors were unable to be retained in the patient's burr hole. Some of the anchors pulled out from the patient's burr hole, and the other products would not insert into the hole. Deformations were seen on the inserters. As a result, additional holes had to be drilled in patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Four juggerknots are returned for evaluation. All four anchors are off the pusher and appeared to be own or used. Three of the pushers are appeared to be bent. Functional testing is not possible as the devices were returned disassembled. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.